Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer changed power management settings under universal serial bus (usb) to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) keyboard was not working. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.